Event description:
It was reported by the caregiver (cg) that there was air in the patient line of an automated peritoneal dialysis (apd) set with cassette, which occurred during therapy on the homechoice (hc) device. The home patient (hp) was connected and in initial drain at the time of this event. The cg informed the technical service representative (tsr) that this was the second time that night (same therapy)that they noticed air in the line and there was no alarm. There was nothing unusual found during troubleshooting that could have caused or contributed to the reported event. The tsr assisted the cg with ending the hp's therapy and removing the cassette. The hp planned to complete therapy using manual exchange. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.